Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that she had two olympus endoscope reprocessor units that were reading incorrect dates for the solution usage. This event occurred during reprocessing and had not patient involvement. This report is capturing event 1 of 2, for event 2 please refer to report with patient identifier (B)(6)..

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that expired acecide was used in the equipment. Since the device was not returned for evaluation, the definitive root cause of the usage of expired disinfectant could not be determined. It is possible that due to user error in management of the disinfectant solution, they didn't understand the time period to replace the acecide. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance: 7.12 replacing the disinfectant solution: when the disinfectant solution in the device is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.